Event description:
During a lap donor nephrectomy procedure, the tip of the blade was found to be broken, after the system displayed an instrument error code. The tip did not fall off into the pt. There was no adverse pt consequence.